Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Initially, steps were taken to inspect and clean the cartridge area, but the issue persisted, preventing successful cartridge loading. Consequently, the caller was referred to csa for further troubleshooting.